Manufacturer narrative:
(B)(6). This report is for one (1) unknown pin/wire. Part and lot number is unknown. Without the specific part and lit number the UDI is not available. Device is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as specific part and lot numbers for pin/wire is not provided. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who experienced a fall and subsequent broken right, wrist on (B)(6) 2017, underwent an outpatient procedure on (B)(6) 2017 for the placement for a right, external fixator. The patient was given a nerve block in her right arm and was not expected to have any feeling to her arm for at least five hours post operatively. It was reported that the surgery was completed successfully without any issues and the patient was sent home in stable condition. Upon arrival home, as pillows were being placed under the patient¿s arm for elevation, their shoulder moved causing their arm to jerk. As a result, one of the three "prongs" sticking out of the right wrist fixator cut the patient¿s eye. The eye was reported as ¿fine and just a small cut that didn¿t need attention¿. However, both the patient and the daughter were concerned because the picture they were shown in the surgeon¿s office pre-operatively, described as ¿something like a leather bar that connects the two prongs together¿ did not look like the device on the patient¿s wrist described as three prongs sticking out about an inch of the bandage without any protective covering. It was reported that the device seems ¿dangerous¿. Both the patient, who is reported to be very active, and the daughter are concerned that the patient may become re-injured on the protruding prongs. The patient¿s daughter spoke to the surgeon prior to calling the company who advised her to wrap her mother¿s arm in foam or felt covered by a wrap. Per discussion with the surgeon on (B)(6) 2017, the pins were dull and rounded, not sharp at all and were covered by an ace wrap. The surgeon stated that he would offer to place a cap over the pins during his post operative visit. Concomitant devices: carbon fiber rod, clamp. This report is for one (1) unknown pin/wire. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Part numbers for the screws are 294.30 and 294.45. It is unknown which screw cut the patient¿s eye. UDI#s: (B)(4), lot# unknown or (B)(4), lot# unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pins used were 4.0mm in diameter and blunt. Pins were described as "stabbing your hand with an eraser".